Manufacturer narrative:
Update: referencing MDR 1000513161-2025-00012 (submitted on april 24th, 2025 ) in block h10 in supplemental manufacturer MDR 3020707080-2025-00002. Ref initial report #3020707080-2022-00001. Ref initial manufacturer MDR #3020707080-2025-00002. Ref hcus comp (B)(4). Ref ffmw comp (B)(4).

Event description:
The membrase has not opened during the introduction of a syringe et, the introduction of the endoscopy is sometimes really difficult. It created a situation of potential spattering since it demands to open the cork of the valve.

Manufacturer narrative:
Ref (B)(4). On october 14th 2021, a complaint was received, but it was never evaluated for reportability to the FDA. This was identified during an FDA-inspection on march 25th 2025, therefore, fujifilm medwork gmbh is reporting it now.